Event description:
It was reported that the lead exhibited elevated pacing threshold (5 to 10 volts) at implant at all seven to eight sites attempted in the atrium. The lead was not implanted, and was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, but blood noted on helix; full lead was returned for analysis.